Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "problems with lymph nodes. Both implants were leaking" a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reports "problems with lymph nodes. Both implants were leaking". This record relates to left side. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device on posterior side device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported for left side "problems with lymph nodes, both implants were leaking", "enlarged lymph node, left armpit: enlarged mobile smooth lymphoma approx. 1.5 cm, seems smaller, sensitive to palpation¿, ¿minimal trace of fluid around the prosthesis¿, "silicone deposition in the axillary lymph nodes on the left, in line with silicone leakage".patient reports "problems with lymph nodes. Both implants were leaking". Device has been explanted.

Manufacturer narrative:
The events of lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b5, b6, d4, g1, h6.

Event description:
Patient reported for left side "enlarged lymph node, left armpit: enlarged mobile smooth lymphoma approx. 1.5 cm, seems smaller, sensitive to palpation¿, ¿minimal trace of fluid around the prosthesis¿, "silicone deposition in the axillary lymph nodes on the left, in line with silicone leakage".